Event description:
Approx 2 yrs ago, co treated a young woman, who during her illness had a dialysis catheter introduced. According to staff at the dialysis unit only catheters in use at that time were from co. According to hosp files these seems to have been no complications with introducing catheter in vena jugulars on the rt. Side. X-ray taken at that time shows normal position. 2 yrs later, a piece of wire was found in womana'as neck, but she had complained of it. Shoulder pain for some time. Piece of wire was removed at hosp in nov of 1996. Wire is 10cm long and lay outside the venous system. This wire seems very similar to core leader used to introduce a dialysis center.

Manufacturer narrative:
A piece of the wire that was removed from this pt was returned to co. I returned this piece of wire to co guidewire manufacturer. The MFR evaluated the wire and the results of their evaluation is attached. The pt involved in this incident is okay.